Event description:
It was reported the patient was no longer receiving stimulation, and the programmer would not allow the patient to increase the amplitude. The sjm representative met with the patient and the impedances were within the normal range. The patient was scheduled for a follow up with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.